Event description:
It was reported that the reservoir septum was wet. Customer stated the reservoir was not touching the piston. Customer stated the insulin squirted out during manual prime. Customer's blood glucose was 3.3mmol/l. Current blood glucose was 12mmol/l. Customer had juice to treat low blood glucose. Troubleshooting was done. It was found that customer did not follow the instructions for use process in doing the step. Customer will call back if needed. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.